Event description:
The pump was returned for investigation. Investigation found a dim/discolored display and cracked battery compartment. This report is made based on the results of investigation completed on 04/01/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/01/2015 with the following findings: on investigation, the battery compartment was found to have cracked along the side. The display was dim with discolored text. The bolus button cover was missing from the pump. (B)(6).